Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer received the results of 310 mg/dl, 193 mg/dl and 145 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated the customer took 1000 mg of metformin 35 minutes prior to the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.